Event description:
It was reported the patient PICC catheterization, correctly install the connector after catheterization, align the barb of the wing section with the groove on the decompression sleeve in a straight line, lock the two parts, no "click" sound can be heard , the two parts disengaged again during the pulling test.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0411 showed three other similar product complaint(s) from this lot number.